Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, that patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tgu343410/12731983) to treat a dissection. It was reported to gore that towards the distal end of the endoprosthesis the aorta became aneurysmal with a false lumen diameter of 4.6 cm. The tgu343410 that was implanted in october no longer has wall apposition. On (B)(6) 2016, an intervention was preformed and an additional conformable gore® tag® thoracic endoprosthesis was added to regain wall opposition on the distal end of the endoprostheses. The patient tolerated the procedure.